Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. D4: lot number, 083625. Visual examination of the returned product identified confirmed etch identification; hex, threads, and slot were gouged and scratched from previous use; the leading thread was deformed and fractured away but remained connected on both ends of the broken section. Measurements within specification, approximate field age of 3 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the threads on the g7 inserter are damaged, preventing the use of the screw. There was no patient involvement. No additional information available for the reported event.